Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2015 with the following findings: on investigation, the alleged call service alarm issue was verified in the black box but not duplicated during the evaluation. Review of black box data found record of a call service 054 alarm, a processor communication related alarm, 15 days before the complaint date. Using test caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Audio and normal bolus were executed and recorded properly. Pump casing was opened and no anomalies were found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted multiple unspecified call service alarms in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).